Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery hook instrument protection isolation of hook tip loosened intraoperatively. A backup instrument of a different type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information on (B)(6) 2022: the instrument was inspected before use and had no apparent damage with no interoperative collisions observed. The ¿protection isolation¿ is referring to the internal insulation of the lower part of the instrument. The nurse stated that the material detached during use, falling into the cavity where it was soon removed by the surgical team. A recording of the procedure is available but was not provided for review. Isi followed up with the nurse and obtained the following additional information on 14-november-2022. The fragment was retrieved with video laparoscopic forceps. All fragments were recovered, confirmed by the surgeons and room staff. No additional surgical procedure was required to remove the fragment. No post-operative tests were performed to check for remaining fragments. The procedure was completed robotically with a backup forceps instrument. The nurse stated there was no injury and the patient did not return due to complications. The nurse further described where the "internal insulation" was located as the conductor cap. The surgeon believes the insulation fragment falling was possibly caused by worn material. The permanent cautery hook (pch) is intended to be used with the da vinci system for precise dissection and division of tissue with monopolar cautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc).

Manufacturer narrative:
Based on the claim against the product by the customer noting insulation material broken off and fell into the patient, an investigation is in progress to determine the cause of this reported event. Intuitive has received the pch associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The conductor cap was missing and not returned. The instrument was found to have a broken boss feature of the monopolar yaw pulley. Upon microscopic inspection, the feature was removed during failure analysis and the boss feature was no longer secured onto the monopolar yaw pulley. No pieces appeared to be missing from the boss feature. Common causes of the failure are typically attributed to the mishandling / misuse, such as excess force applied to the distal end of the instrument. A review of the instrument log for the permanent cautery hook instrument (420183-15 / n11190513-335) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system rsh0248 for approximately 16 minutes. The alleged event occurred on the 6th use of the instrument with 4 remaining. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.